Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a lead revision procedure. Upon interrogating the pulse generator, it was noted that the right ventricular lead exhibited noise oversensing and an upward trend of pacing lead impedance on the pace sense channel of the lead. The patient had experienced inappropriate shock due to the oversensing and lead fracture was suspected. On (B)(6) 2020, the right ventricular lead was capped and replaced without any complications. The patient was reported to be in stable condition.